Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: vis (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the solitaire x 6-40 stent device was returned for analysis inside the outer carton, biohazard bag, and shipping box. There was no phenom 21 catheter or rhv valve returned with the stent device. The phenom 21 catheter appeared to be compatible with the solitaire x 6-40 as it has a labeled inner diameter (ID) of 0.021". ¿ visual inspection/damage location details: the finger markers were examined inside the introducer sheath and they were aligned properly. The solitaire stent working length was found in good condition. The non-working length was found to be kinked at the tear-drop struts. Visual inspection showed no irregularities outside of the proximal marker. The marker coil appeared to be damaged. No other anomalies were observed. ¿ testing/analysis: the returned solitaire x could not be used for resistance testing due to its damaged conditions. ¿ conclusion: based on the reported information and the device analysis, the customer¿s complaint was confirmed as the returned solitaire stent was damaged. It is likely that the damages occurred when the customer attempted to advance the solitaire x through the rhv against resistance. However, the cause could not be determined. Possible causes may include the use of a damaged rhv valve, an overly tightened rhv, or insufficient opening of the rhv while inserting the introducer sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ischemic stroke procedure, the physician was unable to wash the solitaire x device, as there was no drop. The device was prepared as indicated in the instructions for use (IFU). Consequently, the physician decided to change to another solitaire device without further problems. There was no patient involved. Ancillary devices: phenom21 160 2025-mar-03 e1 (rep, hcp, for, sdy): additional information received reported it was clarified the physician complained of an unsuitable saline flush when inserting the solitaire into the rhv. On (B)(6) 2025 e2 (rep, hcp, for, sdy): additional information received reported it was clarified resistance was encountered.